Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with sensor glucose versus blood glucose. The customer also received a threshold suspend said it was 64 and suspended waited to catch up at 100. Then customer stated she got another one and it was at 50. The customer's current blood glucose was 107mg/dl. The customer has had issues with multiple sensors.